Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted to stabilize the reported clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Event description:
It was reported on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, establish final arm angle (efaa) was tested and the clip remain closed. While releasing the clip, the clip remain opened to 60 to 70 degrees at the eighth turn on the actuator knob and lost the ability to close the clip. Clip was deployed at the arm angle. Another clip was implanted lateral to the first clip. The final mr was 1. All steps were performed as per IFU. There was no adverse sequalae was reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.